Event description:
It was reported that within a couple days of device implant, the lead warning triggered and the right ventricular (rv) lead exhibited high pace impedance values and high short interval counts (sic). The atrial lead is oversensing the rv lead by picking up on the ventricular activity. Both of the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was noted. Analysis of the device memory indicated a lead impedance out of range alert.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.